Event description:
A (B)(6) year old male patient called zoll customer support to report that his battery charger would not recognize a battery pack. The patient was provided a replacement battery charger.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger won't recognize battery) has been confirmed. Upon eval, the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a thermally damaged q1 current - controlling transistor on the charger bedside board. The cause for the damaged component was liquid contamination on the battery board. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unk contaminant. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger.